Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion being treated was located in the severely tortuous and severely calcified left right coronary artery. A 2.25x20mm promus element plus was used to treat the target lesion. The device was unable to cross the lesion and the stent got flared. The procedure was completed with an unspecified size promus element stent. No patient complications were reported and the patient¿s status was good.